Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the cuff did not inflate. The customer reported there was no patient involvement.

Manufacturer narrative:
One sample of device was received for evaluation, the stylet was received, no lot number was provided, an inflation/deflation test was performed of air was applied to the cuff using a syringe and it was observed that the inflation was difficult and deflation was hard. A visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube, therefore, the failure mode cuff won¿t inflate is confirmed. Corrective actions have been implemented to mitigate this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.